Event description:
During cystoscopy and left ureterorenoscopy using rolmium laser lithotripsy, the tip of the laser fiber wire sheared off. This was retrieved by physician with significant difficulty. The laser fiber was a reuseable product. The slt hfe fibers are provided sterile when new and are reuseable.